Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and checked that x-ray was not producing. Upon troubleshooting fse found that issue with image pc. To resolve the problem, fse replace the image pc and reloaded the software and sent the part for further analysis and no failure found for the part. After replacement of image pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a problem with the x-ray pc. No harm was reported to philips. Philips has started an investigation of this complaint.